Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a exactamix 2400 valve set leaked at port 5. The issue was identified prior to patient use. There was no patient involvement. No additional information is available.